Event description:
It was reported that premature battery depletion of this device was suspected. A decrease of 1 year between follow-up visits was observed. A boston scientific technical services consultant reviewed device data and discussed that this device is depleting normally. The power consumption is stable and is within expectations based on therapy programming. With auto capture enabled, it appears that the device has suspended the rv pacing output at 3.5v. With the rv in suspension, the device will have an increase in power consumption and a reduction in longevity. The ts consultant recommended that the rv pace settings should be evaluated, and to consider changing the rv to a fixed setting. This device remains implanted and in service. No adverse patient effects were reported. The device was explanted with no allegation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.